Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The system was restarted to resolve the issue. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system entered failed state at bootup. There was no report of patient involvement.